Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with currents in specification. No unexpected battery out limit noted. The device passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. However, the unit had intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked display window corners, and cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump did not exit the rewind complete bolus delivery loop or complete the fill tubing process successfully. Advised insulin pump would be replaced. Customer's blood glucose level at the time 570mg/dl. No additional information was provided.